Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, he experienced a hypoglycemic event and passed out. He reported that his sensor/transmitter fell off prior to the event. The patient was taken to the hospital by ambulance. He was administered IV fluids, a CT scan, MRI, and stayed overnight at the hospital. At the time of the call to dexcom technical support, the patient reported being in much better condition.